Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2318500, model: sc-2318-50, serial: (B)(6), batch: 5001454.

Event description:
It was reported that the patient was experiencing pain following a recent implantable pulse generator (ipg) implant. The physician was concern that the spinal cord stimulation (scs) lead may be resting on a nerve in the epidural space causing discomfort. The patient underwent a lead revision procedure.